Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation fallopian tubes/appeared to be perforating through the omental adhesions/essure device on the left had perforated the fallopian tube'), pelvic abscess ('abdominal pelvic abscess') and uterine infection ('uterine infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), stomach mass ("mass in stomach from an infection I got from essure migrating and perforating") and abdominal infection ("mass in stomach from an infection I got from essure migrating and perforating"). The patient was treated with surgery (diagnostic laparoscopy, supracervical hysterectomy, bilateral salpingectomy left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic abscess, uterine infection and genital haemorrhage outcome was unknown and the pelvic pain, abdominal pain, stomach mass and abdominal infection had resolved. The reporter considered abdominal infection, abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic abscess, pelvic pain, stomach mass and uterine infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, migration/ perforation fallopian tubes, stomach mass, infection in stomach diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: 1. Abscess collection identified between the rectus abdominus muscles along the anterior pelvic wall measuring 6.5 x 3.1 x 3.8 cm. This extends through the uvnderlying fascial and peritoneal linings to the left adnexa. 2. Essure coils artifacts noted along the adnexa bilaterally. Abscess extending from the abdominal wall to the left adnexa abuts the left coil. 3, enhancement through the myometrium is uniform and within normal limits. No discrete abscess collection identified within the uterus.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation fallopian tubes/appeared to be perforating through the omental adhesions/essure device on the left had perforated the fallopian tube'), pelvic abscess ('abdominal pelvic abscess') and uterine infection ('uterine infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), stomach mass ("mass in stomach from an infection I got from essure migrating and perforating") and abdominal infection ("mass in stomach from an infection I got from essure migrating and perforating"). The patient was treated with surgery (diagnostic laparoscopy, supracervical hysterectomy, bilateral salpingectomy left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic abscess, uterine infection and genital haemorrhage outcome was unknown and the pelvic pain, abdominal pain, stomach mass and abdominal infection had resolved. The reporter considered abdominal infection, abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic abscess, pelvic pain, stomach mass and uterine infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, migration/ perforation fallopian tubes, stomach mass, infection in stomach. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: 1. Abscess collection identified between the rectus abdominus muscles along the anterior pelvic wall measuring 6.5 x 3.1 x 3.8 cm. This extends through the underlying fascial and peritoneal linings to the left adnexa. 2. Essure coils artifacts noted along the adnexa bilaterally. Abscess extending from the abdominal wall to the left adnexa abuts the left coil. 3, enhancement through the myometrium is uniform and within normal limits. No discrete abscess collection identified within the uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation fallopian tubes') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), stomach mass ("mass in stomach from an infection I got from essure migrating and perforating") and infection ("mass in stomach from an infection I got from essure migrating and perforating"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and genital haemorrhage outcome was unknown and the pelvic pain, abdominal pain, stomach mass and infection had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, infection, pelvic pain and stomach mass to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, migration/ perforation fallopian tubes, stomach mass, infection in stomach most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated with "pelvic pain", events- "abdominal pain, migration/ perforation fallopian tubes, stomach mass, infection in the stomach, patient did not underwent essure confirmation test", added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.